Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 5f sheath after a diagnostic procedure. Reportedly, there was difficulty advancing the proglide device in the common femoral artery as the vessel was deep. The proglide device was pulled back to re-insert the guide wire so that vessel access would not be lost and it was noticed that the link looked loose. The physician decided not to use the proglide device. A new proglide device was used and successfully achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficult to insert could not be replicated in a testing environment as is it was likely the result of procedure circumstance. The reported loose link was confirmed as the deployed posterior needle tip. The reported difficult to insert appears to be related to interaction with the patient anatomical conditions. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.